Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Episodes of noise were transmitted via home monitoring. All lead values are normal. The device was replaced recently and two weeks after implant noise was reproducable on the lead. The physician went in and checked the set screws, one week later the noise remains. The lead remains implanted at this time.